Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise. During isometric testing, noise was reproducible. The physician has decided to continue monitoring the lead.